Event description:
Advocate stated his daughter ran blood glucose tests on 2 contour next link meters and received readings of 399 and 190mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the strips for evaluation. Strip information was not provided. A new meter was sent to the customer.